Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise was observed, resulting in oversensing, on the right ventricular (rv) and right atrial (ra) leads. Isometrics were performed and the noise and oversensing was reproduced. No pacing inhibition was observed. During a revision procedure, the leads were not tested for electrical continuity and no visual observations were made. The leads were subsequently removed and successfully replaced with a new system. No additional adverse patient effects were reported.